Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens, specifically clear white residue throughout the lens. Visual inspection found no visible damage and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Weight and race:unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced with a same size lens due to a foreign body adhesion. The problem was resolved.

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Product evaluation did not confirm the complaint information. Visual inspection found clear and white residue throughout the lens; however, did not identify a black dot as specified by the reporter. Residue found on the lens is likely to be dried balance salt solution as the lens was returned dry. Claim# (B)(4).